Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the insulin pump had post-reset ram crc alarm. The customer¿s blood glucose level was unknown. The customer stated that the post-reset ram crc alarm occurred on (B)(6) 2017. The customer was advised to disconnect from the pump. The insulin pump will be not returned for analysis.